Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: unit failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure- the unit failed the water leak test due to a minor crack in video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited unit failed water leak test. There was no patient involvement.